Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer was instructed to deliver a bolus, but the cartridge alarm recurred despite attempts to reload the cartridge. As a resolution, technical support arranged for the replacement of the pump and original cartridge. The customer was guided on using manual injections as a backup and was informed about programming settings into the new pump and connecting it to their continuous glucose monitor. The replacement pump, which includes updated software, was sent after verifying the shipping address.